Manufacturer narrative:
The referenced unit was returned to the service center for evaluation. The reported error could not be reproduced. In this case, one of the temporary errors mentioned in the technical cause may be the cause of the error message. Additionally, the inspection showed that 2 rubber feet and the cap of the volume knob were missing. However, the function and safety of the generator are not affected by these issues and the volume can be adjusted without the cap. Furthermore, minor scratches were found on the touch screen. A software upgrade to the latest version is recommended. The unit is pending repair. A review of the repair history indicated the unit has had no previous repair records. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Since the error could not be reproduced the root cause of the reported error could not be conclusively determined. However, error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Some potential causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states the a suitable replacement device must be provided during an application. The OEM will continue to monitor complaints for this device.

Event description:
The service center was informed by the biomedical engineer that the high frequency electro-surgical generator unit reportedly is having an e433 error code and is rebooting during an unspecified procedure. No patient injury or harm was reported.